Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that exit block due to lead dislodgement was noted two days post implant. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received.